Manufacturer narrative:
The thermogard system was serviced at customer site. During investigation, the thermogard system failed functional testing due to error message "out of factory configuration." The root cause was determined to be the defective I/o pc board. Visual inspection was performed and no physical damage was observed. Following service, including replacement of the I/o board, the thermogard passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for thermogard with serial number (B)(4). (B)(4) reported on april 29, 2017. The I/o pc board was replaced to remedy the issue.

Event description:
It was reported that during preventive maintenance, the ivtm thermobard (B)(4) display said "factory configure not complete".